Event description:
It was reported the pt experienced effective stimulation for approx 10 weeks following implant. The pt was picking up walnuts, cleaning the hulls, and passing to the drying rack when she noticed the stimulation was not working as it had previously. The pt was seen for reprogramming and felt an overstimulation sensation after reprogramming session. The pt also stated she had no stimulation on the left side and the right side was uncomfortable due to the need to adjust the stimulation higher in order to obtain pain relief. The pt's device was again reprogrammed so the right side was more comfortable, but unable to set the left side resulting in no stimulation sensation on the left side. The pt stated that "everything changes how the stimulation works". Even bending to tie her shoes changes the stimulation. She can get up the next morning and the stimulation has changed. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.